Event description:
It was reported that when using the bd pyxis medstation system failed to detect all full-height cubie pockets from drawer 3 (main) on the communication bus. The nurse reported that they were pulling out some controlled medications when the issue started. The customer confirmed that the nurse had successfully acquired the necessary medication from a different station; however, this resulted in a delay in patient care because the drawer was not accessible. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that all full-height cubie pockets from drawer 3 (main) of the station were not detected on the communication bus. A technical support specialist confirmed that the issue had been successfully resolved. The system functioned as intended after troubleshooting the device.